Event description:
It was reported that the pt was revised due to pain caused by a dislocated articular surface.

Manufacturer narrative:
Evaluation summary: surgical notes for primary and revision surgeries were provided and reviewed. The surgeon noted that the pt's weight has highly likely to have contributed to this failure. It was noted that a gender specific female natural knee size 2 femoral component was used with the device, which is a size 00/0. This would be considered an off-label use of this product as indicated on the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or further information. The DHR has been reviewed and the lot in question was produced, inspected and packaged within established and validated process parameters. The device was received and evaluated both visually and dimensionally. Deformations and gouges were noted on the inferior surface.